Event description:
This lead was capped due to high impedance measurements of >150 ohms. Intermittent output was also noted and this lead was replaced with a single coil lead. Should additional info become available, this event will be updated.